Event description:
The customer reported a colleague infusion pump with a reported condition of crc table failed in processor and it shut the pump off. The customer did not know when or at what point in the process this event occurred. There was no report of patient injury or medical intervention. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.